Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-06070, 2210968-2013-06071, and 2210968-2013-06072. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was stopping in the middle of the case, with the lights flashing. Another like device was used. There were no adverse patient consequences.